Manufacturer narrative:
Conclusion: the investigation results confirmed that the device has failed due to an external impact to the active electrode. All the problems given in the recipient report appear to match well with this finding. This is a final report.

Event description:
The user no longer has any hearing sensation with the device after a head trauma. The user has been re-implanted.

Manufacturer narrative:
According to the available information, damage to the active electrode as might be caused by the reported external mechanical impact appears likely. Currently, no date for revision surgery has been provided.

Event description:
The user has no more hearing sensation with the device after a head trauma.re-implantation is considered but no date has been scheduled yet.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user has no more hearing sensation with the device after a head trauma.